Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs results for one patient sample from the cobas e411 disk. The initial result was 45.85 pg/ml and the repeat results were 80.33 pg/ml and 44.78 pg/ml. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.